Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation with two mentor smooth round moderate profile saline breast protheses, suffered right breast implant deflation, post-procedure. As a result, the patient underwent bilateral removal surgery on (B)(6) 2021. During the removal surgery, the right breast capsule was identified to be contracted (baker grade unknown). Subsequently, the patient underwent right breast capsulotomy and bilateral replacement with two mentor saline implants.

Manufacturer narrative:
On march 26, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the returned device, mentor became aware that the correct suspect medical device was an unknown mentor saline implant. There was no lot number provided. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor became aware that the replacement devices were the following: (right) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 7728951 sn: (B)(6) and (left) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 9518324 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 22, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the saline smooth breast implant was found to have a tear on the union between shell and patch. A microscopic examination was performed, and the cause of the deflation could not be identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A second product was received. No adverse events were reported for this concomitant (contralateral) device. Therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).